Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm during manual prime. Customer's blood glucose was 455 mg/dl. Customer treated with a shot. After troubleshooting was done, the insulin pump still alarmed no delivery. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.